Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the evaluation instrument tray had a cannulated tap that was clogged; the k wire would not fit through. There was no patient present.